Event description:
During the induction test at implant, some values were displayed on the programmer screen between ventricular markers. An explanation was needed about the meaning of these figures. Nevertheless, all device and programmer operations were normal.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.